Event description:
Medical records received. On (B)(6) 2000, the patient underwent a primary right knee arthroplasty due to osteoarthritis. There were no indicated intra-operative complications. On (B)(6) 2011, the patient presented for a right knee evaluation due to recent right knee pain, slight instability, and osteolysis. The note indicated the patient would undergo a tibial insert exchange and treatment of the osteolytic area. The revision operative note was not available at the time of review.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6 health effect - clinical code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for osteolysis of the tibial component in zone 1 event is serious and is considered event is probably related to device and is definitely not related to procedure. Date of implantation: (B)(6) 2000, date of event (onset): (B)(6) 2011, (right knee). Treatment: revision of tibial insert and bone grafting to osteolytic defect.